Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 38 mg/dl and as high as 165 mg/dl. Customer treated their low blood glucose with food. Customer advised the insulin pump would not save their information when they would check the log history. Customer advised they were found unconscious due to low blood glucose levels. Troubleshooting on the insulin pump was performed. Customer was advised that the reservoir showed the same amount of insulin as the status screen. Customer advised they were wearing the insulin pump during a chemical stress test. Customer was advised to monitor the insulin pump and their low blood glucose. Customer was advised to call back and troubleshoot if issues persist.